Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to pain and inflammation. The patella and tibial bearing were replaced. After the revision, patient reports allegations of pain, inflammation, difficulty walking, infection of the ears, nose and sinuses and metal allergies. No further revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. "